Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off during a test with a test load. The device had a full battery installed when the reported issue occurred. The customer changed the battery and observed the same issue again. There was no patient use associated with the reported event.